Event description:
It was reported that an a basal/bolus infusor experienced no flow during infusion in the patient line for continuous infusion. The drug used is unknown. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The reported condition of no flow was not confirmed during product evaluation. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One filled infusor unit was received containing no fluid in the reservoir because the tubing had been cut to drain the fluid out. A patient control module (pcm) unit was also connected to the infusor unit. Visual inspection of the units showed no signs of occlusion or abnormality that could have caused the reported condition. The tubing was subsequently reconnected and a functional flow rate test was performed on the unit. During the flow test, evidence of flow was visually observed at the patient line (basal luer) and continued to flow without stopping. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.